Manufacturer narrative:
(B)(4). G2: foreign ¿ australia . H6: suggested component code: mechanical (g04) - stem. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and review of the available records identified the following: periprosthetic fracture of the proximal left femur. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip revision due to a periprosthetic fracture due to fall. Attempts have been made and no further information has been provided.